Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
According to the complainant, air bubbles were observed in the streamline bloodline set. No patient complications were reported as a result of this event.